Manufacturer narrative:
The reported complaint of "saline leaking out at the connection point of the individual lumen of the icy catheter" was confirmed through visual inspection and functional testing. The proximal luered tubing was observed torn/ ruptured at the proximal end of the manifold. The rupture seemed to be consistent with high-pressure introduction; however, the customer denied using a pump or any pressurized device for infusion. Therefore, the root cause for the reported complaint remains undetermined. Visual examination of the returned catheter was performed, and it was observed that the proximal luered tubing was torn/ ruptured at the proximal end of the manifold; thus, confirming the reported complaint. Also, unrelated to the reported complaint, it was observed that the shaft was kinked at 7.5 inches away from the tip of catheter. Functional flushing test of the returned catheter was performed. All infusion ports and extension tubes were flushed, and leak was observed at the ruptured part of the proximal luered tubing; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous complaint reported for icy EU catheter with lot number 86417.

Event description:
Six hours after the icy catheter placement, it was noted that saline was leaking out at the connection point of the individual lumen of the icy catheter. No system alarms was noted during the treatment. Complete leak checks were performed, and a leak was observed at one line of the catheter. The catheter was replaced to continue the treatment. The patient was stable and no patient consequences.